Event description:
The customer reported that after the cell collection was done, the nurse prepared the leukocyte bag in order to send it to the cellular therapy lab. When stripping the collect tubing of the bag, there was an alleged leak in the tubing. Cells spilled onto the nurse's outfit. The doctor was informed and decided that the bag would not be sent to the cellular therapy lab. Re-injection of the cells was not done. The donor's info is provided in section a. The donor's weight is not available at this time. The nurse's info is not available at this time. This report is being filed due to the potential for injury from blood exposure and unk cellular therapy outcome.

Manufacturer narrative:
(B)(4). Investigation: the collect bag and the line from a spectra set were returned for investigation. Dried blood was noted around the slip fit luer. When stripping the line as the customer did, a leak was observed at the slip fit luer. Investigation eval and corrective actions are in-process. A f/u report will be provided.